Event description:
(B)(6) 2025, a surgeon notified poriferous of a surgical complication requiring the fabrication of a new implant. The original implant, manufactured in 2019, experienced a fracture and was subsequently replaced with an implant from another brand. The replacement implant is now scheduled for removal due to unknown reasons, and a new su-por implant will be placed.